Manufacturer narrative:
A device history record review as performed. All records appeared normal and no related quality issues or manufacturing deficiencies were noted at the time of manufacture. The device history record review confirms that the catheter met all material, assembly and performance specifications. A review for similar complaints within the batch was completed and there has been no other complaints received for this particular lot of devices. An inspection of the returned device was performed. This inspection included a dimensional check, which confirmed that all measurement were within specification. A functional test was also performed. This test found that when a 0.0184" mandrel was inserted through the proximal end of the catheter it became stuck 66.2cm from the proximal end due to a breakage in the catheter shaft. It was then inserted through the distal end. It got stuck 91cm from the distal end due to the presence of the same breakage. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating, however coating damage was evident between 52cm and 56cm from the distal end. As stated above, upon analysis of the device, a breakage was present on the shaft and was located 66.2cm from the proximal end. The complaint description received indicate that the kink was noticed when the catheter was removed from the pt. The kink may have turned into a break due to handling as it was being returned to boston scientific corporation. It has been unable to be determined why the catheter kinked. No anomalies were noted when the catheter was removed from the pouch. All renegade units are 100% inspected for "bumps, kinks and flat spots" per the inspection criteria. A definitive root cause of this complaint has been unable to be determined. A potential root cause is that excessive force was applied as the catheter was being removed. At this time, we are unable to determine the relationship between the device and the cause for this event. A review of similar complaints for 'catheter-infusion / device / kinked' within the renegade product family was completed for the last 15 months (feb 2006 to may 2007). There is not currently an increasing trend within the product family for the as reported classification 'catheter-infusion / device / kinked'. This defect will continue to be monitored under the monthly complaints review board. In addition, the may 2007 15-months renegade complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.

Event description:
The complainant reported that the physician was performing a therapeutic avm embolization procedure on a pt. When the physician removed the catheter, he found a kink in the catheter, and felt that it may have also have had a crack in it, although the device was not inspected upon its removal from the pt. The clinician then obtained another device and successfully completed the pt procedure. The complainant reported that, the pt's condition was stable and there were no pt complications as a result of the reported malfunction. This event was determined to be medwatch reportable based on the engineering evaluation performed on june 7, 2007, at which time the device was found to have a broken shaft.